Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the screen would not turn on after replacing the battery. No further information was provided. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to corroded battery tube. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.